Event description:
It was reported that the customer experienced a cartridge insulin leak, occurring three times on the same day. The customer's blood glucose levels were reported to remain between 54-500mg/dl, indicating no adverse impact. The customer successfully loaded a new cartridge that worked properly, while the original cartridge was unavailable for return and inspection.